Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The service engineer (se) inspected the device and found the broken bottom case where feet attach to stand. The se replaced the bottom case with customer provided case and the central processing unit (cpu) cover to address the issue. The ventilator was returned to use.

Event description:
It was reported that the ventilators base of the stand was broken where the thumb wheels go. No patient involvement. Event date not specified; estimate used.